Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had migrated which caused the lead to be dislodged and a painful pocket. The physician then opted to re-implant on the other side. This ICD was explanted. No additional adverse patient effects were reported.